Manufacturer narrative:
If implanted; give date: not applicable there is no indication that the lens was implanted, it was only reported the lens had patient contact. If explanted; give date: not applicable - there is no indication that the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not come out of the shooter correctly. The iol had patient contact. No vitrectomy was performed. No patient complications were reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/19/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection using 10x microscope magnification showed residue of viscoelastic solution (ovd) in the cartridge, indicating that the unit was handled and prepare for surgical use. No assembly error and/or defect related to the manufacturing process were observed in the preloaded insertion system. The intraocular lens (iol) was observed stuck in the cartridge. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.